Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking at the connection point between the luer connector and the non-baxter close system transfer device (cstd). This issue was further described as, ¿it doesn't look like the cstd fully threads into the IV tubing¿. This occurred during infusion of cisplatin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection was performed which observed the set and non-baxter connector; however, no defect was identified. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.